Event description:
It was reported that when using the bd pyxis¿ medstation¿ es w-endo-1 was extremely slow during login and when accessing procedures, preventing the patient from receiving medication. The customer noted that the screen displayed a continuous spinning circle when attempted to log in. The customer attempted a hard reboot for 5 minutes, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were kept restarted by itself. A technical support specialist dialed into the server and checked the purge queue following knowledge article "controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time", found that the queue had built up to 400,000 records and was not decreasing. A review of the purge selection and deletion logs showed failed flags for purge selection, and the maintenance log confirmed related errors. As instructed in knowledge article "purge process fails due to duplicate entry in encounter or patient purgeable tables", after the intervention, purge selection ran correctly with zero failed flags. Tss then reviewed the server database synchronization logs and identified multiple recurring errors. The synchronization new subscription tick count delta value was updated to 2,000,000 as part of the resolution. The system functioned as intended after the technical support specialist troubleshot the device.